Event description:
It was reported that the patient underwent ureteral stone surgery and ureteral stent placement in hospital's operating room on (B)(6) 2025, for ureteral stones. The procedure was performed correctly. On (B)(6) 2025, the patient returned to the hospital as scheduled for stent removal. During the procedure, it was discovered that the stent was covered with numerous stones forming a stone sheath. Further investigation revealed that multiple cases of stents covered with stones had occurred using this batch of supplies, suggesting a serious quality issue with the ureteral stent. After stent removal, the patient experienced abdominal pain in the (B)(6) 2025, and presented to the emergency department. A CT scan revealed multiple stones in the right ureter, likely due to sheath dislodgement, requiring a second hospitalization for stone removal surgery.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned two-photo sample noted one opened (without original packaging), used bard inlay ureteral stent. Visual inspection of the first photo sample revealed calcification on one end of the stent pigtail, which was being held with a glove. The second photo displays the external product packaging information. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Correction: b, d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient underwent ureteral stone surgery and ureteral stent placement in hospital's operating room on (B)(6) 2025, for ureteral stones. The procedure was performed correctly. On (B)(6) 2025, the patient returned to the hospital as scheduled for stent removal. During the procedure, it was discovered that the stent was covered with numerous stones forming a stone sheath. Further investigation revealed that multiple cases of stents covered with stones had occurred using this batch of supplies, suggesting a serious quality issue with the ureteral stent. After stent removal, the patient experienced abdominal pain in the early morning of (B)(6) 2025, and presented to the emergency department. A CT scan revealed multiple stones in the right ureter, likely due to sheath dislodgement, requiring a second hospitalization for stone removal surgery.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.